Event description:
Medtronic received information regarding an imaging system. It was reported that the digitizer needed to be changed because the image quality was very poor. Troubleshooting steps were performed. It was suggested to check that the rad/fluoro gain calibrations were up to date. Additional information was received from the manufacturer representative. It was reported that this was an issue where the doctor stated that they were progressively getting worse images. It was noted that the nurse did not know of an actual patient as it was a general issue. It was noted that the issue would occur after spins for spine cases. There was no delay or issue, as the surgeon was able to proceed as normal with the procedure. There was no impact to patient outcome.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The system was performing as intended and no parts were replaced. If information is provided in the future, a supplemental report will be issued.